Event description:
Adverse event(s): "no information" (no information). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A surgeon reported an intraocular lens (iol) was exchanged for a different model lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/04/2010, 06/15/2010 and 06/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). (B)(4). (B)(4).